Event description:
It was reported that during equipment testing prior to a procedure at the user facility the device was overheating and the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported overheating and run-on were confirmed by a manufacturer service technician at a stryker foreign subsidiary during functional evaluation. Upon disassembly, a failed battery power motor controller was found, and is the probable cause of the reported events.